Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed during the prime process. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.